Event description:
It was reported: "no image, monitor not recognized. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the fault description provided by the customer, "no image, monitor not recognized" was confirmed. The following faults were identified in total: disturbances in the image (image dropouts when rotating), not recognized on pc, device surface damaged. The reason for the disturbances in the image and not recognizing the monitor on the pc are due to signs of wear and tear caused by use. The investigations carried out above did not reveal any cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were found in the device's manufacturing documentation. It was determined that the labelling contains appropriate instructions and warnings. The complaint history did not reveal any accumulation of similar complaints, and no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).